Manufacturer narrative:
E1: (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated issue was confirmed. The cause of the issue was that one front piezo wire was found to be damaged. The front and rear piezo were replaced to fix the issue.

Event description:
It was reported that the device's volume was not working. There was unknown patient involvement.